Event description:
Customer reported that insulin gauge displayed an amount different than expected, with a fill estimate issue where the pump showed 0 units while the expected fill estimate was 121 units or more. Despite various troubleshooting steps, including completing the load process and the cartridge air removal step, the displayed estimate was still significantly off by 95 units. There was no reported impact to the customer¿s blood glucose level. Customer opted to load a new cartridge with guidance from technical support (cts), attempted to deliver a 10.2 unit bolus, and was authorized for pump replacement due to previous reporting of cart alarm 5 issue.